Event description:
On sept. 2. 1993 an ultrasound was routinely performed on pt. Who was 20 wks pregnant. During the ultrasound the tech zoomed in on the eye. The baby later went blind in one eye due to rupture of a small blood vessell in the eye. The time of the rupture of the small blood vessell was set at about midway during the pregnancy.